Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing withdrawal. The event occurred during a normal refill cycle. The patient was on vacation (B)(6) 2010, when he "started feeling sick" and the pump started alarming. The patient was taken to the ER where the pump was interrogated and revealed a motor stall. The patient was at home at the time of the report, still experiencing withdrawal symptoms. The patient was planning to see his physician on (B)(6)2010 for management of withdrawal and to discuss replacement. The medications in the pump included fentanyl, clonidine, bupivacaine, hydromorphone and baclofen, dosage and concentration were unk. Additional information has been requested; a follow-up report will be sent if additional information becomes available.